Event description:
It was reported that the patient received inappropriate shocks. There were short interval counts (sic) and non-sustained tachycardia episodes, and the right ventricular (rv) lead had a sudden increase in impedance to a high level. Fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 25 no n-sustained tachycardia episodes and 4 ventricular fibrillation (vf) episodes of less than 220 milliseconds v-v cycle are recorded on 15 jul 2013. 5144 lifetime v-sic have occurred since 23 jul 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant proudcts: 7298 implantable cardioverter defibrillator (ICD), (B)(6) 2009; 559453 implantable pacing lead, (B)(6) 2009; 419388 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.